Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, a sales representative reported via (B)(4) that the ar-6068-45l quickpass lasso had the tip break off inside the patient while trying to penetrate the anterior capsule of the shoulder. The fragment was retrieved from the patient, and the case was completed successfully. This issue was discovered during a case with no patient harm.